Event description:
The patient was a (B)(6) female. The target lesion was distal lad. The lesion was a de novo, slightly calcified and slightly tortuous. There was 90% stenosis. First cypher stent (2.75/18mm) was implanted at the target lesion without pre-dilation. Ivus was conducted and it was confirmed that the stent was under-dilated; therefore, post-dilation was conducted with the stent delivery system balloon. When the balloon was inflated up to 16atm, the balloon ruptured. Balloon rupture was confirmed by misty leakage of contrast media on fluoroscopy. A dissection in the distal lad was noted. To treat the dissection, another cypher stent was implanted distal to the first cypher and the dissection was fully covered. The procedure was finished successfully. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.